Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation on jun 6, 2016, omsc confirmed phenomena below for the subject device. The tissue pad was partially worn. The tissue pad was torn, with no missing part. The coating of the grasping section was abraded and partially peeled off. The manufacturing history of the subject device was reviewed, with no irregularities noted. These types of coating damage and tissue pad damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. And, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During visiting a customer, six failed subject devices were investigated. The subject devices were used for uncertain procedures. One of the subject devices showed evidence of lift of the tissue pad. One of the subject devices showed evidence of lateral twisting of the device during activation. One of the subject devices showed slight tissue pad wear. Three of the subject devices showed no discernable issues. It was not reported that whether these six subject devices ware used for same procedure, whether the subject devices were replaced, and whether the procedures were completed. There were no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. And as a result of omsc's investigation on jun 6, 2016, it was found phenomena below for three of the subject devices. The coating of the grasping section was abraded and partially peeled off, for three. The tissue pad was partially worn, for two. The tissue pad was worn, for one. The tissue pad was torn, with no missing part, for two. And it was not reported that the fragment of the coating fell into the patient. This is the report regarding the third subject device. Please cross-reference the following report about the first and the second devices: 8010047-2016-00763, 8010047-2016-00764.